Manufacturer narrative:
Device was used for treatment, not diagnosis. Although additional information has been requested from the reporter, additional information has not been received as of the submission date of this report. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that during a dynamic hip system (dhs) plating procedure to treat a femoral neck fracture, the tip for the dhs impactor broke. It was reported that there was no surgical delay or patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: nov 17, 2014. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device is currently undergoing investigation. The results of the investigation are pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on august 26, 2016 further reporting that the instrument was discovered to be cracked postoperatively during routine postoperative instrument inspection. It was not noticed that the instrument was damaged intraoperatively and there was no surgical delay or adverse effect to the patient.

Manufacturer narrative:
A product investigation was completed: upon visual inspection of the complaint device it can be seen that on the proximal end of the device (tip) there are some worn places and some cracks (damage) visible, thus confirming the complaint description. There is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but it is likely that during the operation an application error may have taken place, and/or that wear and tear from often use and/or that mechanical overload situation, as excessive force through hammer blows, led to this damage. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.